Event description:
A consumer e-mailed to report that following unilateral intraocular lens (iol) implant surgery, she sees a vertical line that moves to the right when she reads. She also reports that words appear distorted because portions of the words fade out on and about the line being read. She indicated her physician has not mentioned any abnormalities with the iol, but she wonders if it may be defective. Phone follow-up with the consumer revealed that she has spoken with her surgeon and he feels that surgery on the fellow eye would resolve her issues. She was scheduled to have this done, but she cancelled. She sought a second opinion and no problems were found. The consulting physician gave her the same advice as her implanting surgeon. Additional information has been requested from the implanting surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested from the implanting surgeon by fax and by mail on 02/21/2007. Two follow-up phone calls were made on 02/22/2007. To date, a completed questionnaire has not been received.